Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No problems were identified with the image. Additionally, other evaluation findings include the following: scope mount flooding, corrosion of electrical contacts. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7pro when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. The most probable cause of the additional finding could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had poor quality image. There were no reports of patient harm.